Manufacturer narrative:
The results of the investigation were inconclusive as the device was not returned for evaluation. Additionally, no batch/lot number was provided, so the device history record could not be reviewed. The issue will continued to be monitored via trending.

Event description:
The frag loc screw part number 30-0371 was bent and angulated. The nurse placed the screw onto the frag-loc 1.5mm cannulated driver and it was initially thought she had not placed the screw firmly on the driver tip, but after further inspection it was noted the screw was bent. Upon seeing the screw was bent, the assistant surgeon ((B)(6)) attempted to straighten the screws and it snapped. The procedure was completed but this added an additional 15-20 minutes as the surgeons was thinking of an alternative as it was the only screw left (one had been used already). Because a 2.5mm drill was used, we could not replace the frag-loc sleeve the locking screws, and surgeons choose to use the cortical peg.